Event description:
The customer stated, that a map shift was noticed during the procedure. There is potential risk for pt injury since the physician may ablate in the wrong location.

Manufacturer narrative:
.